Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-aug-2023.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 25aug2023.

Event description:
The customer reported that the subject device was used in a procedure after it was sampled for microbial testing. The number of procedure(s) is unknown. There was no harm or user injury reported due to the event. A report for positive microbial contamination was submitted on medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The device's instruction manual provides the following warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Cleaning, disinfection, and sterilization (cds) was performed by the customer, but the reprocessing steps completed at the site were not provided. Olympus is the maintenance company for the scope. Additional details were requested regarding the reported event; however, no further information has been provided. Olympus will continue to monitor field performance for this device.